Event description:
It was reported that during a pulmonary vein isolation ablation, a versacross connect for faradrive was selected for use. The transseptal went as normal. When the physician pulled out the versacross wire, it was noted that the coating on the distal end of the wire was coming off. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis, however, the reported allegation was confirmed through the media provided, which shows the rf wire insulation damaged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation ablation, a versacross connect for faradrive was selected for use. The transseptal went as normal. When the physician pulled out the versacross wire, it was noted that the coating on the distal end of the wire was coming off. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).